Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on potential lots from sales history and no relevant findings were identified. Additionally, the instructions for use (IFU) provided with this kit warns the user, "slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the luer hub of the distal line of the catheter separated from the line, not long after the insertion of the line. The catheter was clamped. No patient harm was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on potential lots from sales history and no relevant findings were identified. Additionally, the instructions for use (IFU) provided with this kit warns the user, "slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. The associated MDR number identified was 3006425876-2023-00483. Other remarks: the associated MDR number was added into the manufacturer narrative as additional information (fu2).

Event description:
Customer reported the luer hub of the distal line of the catheter separated from the line, not long after the insertion of the line. The catheter was clamped. No patient harm was reported.

Event description:
Customer reported the luer hub of the distal line of the catheter separated from the line, not long after the insertion of the line. The catheter was clamped. No patient harm was reported.

Manufacturer narrative:
(B)(4).